Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that according to the technical assistant, the three drill bits are without cut. This event happened intra-operatively. There were no surgical delay is reported. And the patient outcome is good. This complaint involves 3 parts. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient harm. Procedure was completed successfully. The three drill bits were not sharp.